Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a large mid-abdominal hernia manifested by a weak wall of the hernia. On an unreported date, the large mid-abdominal hernia caused contamination through the bowel and peritoneum. The patient was diagnosed and hospitalized for peritonitis. Treatment rendered was not reported. The patient was discharged from the hospital. On a later date, the peritonitis resurfaced and the patient was again hospitalized. The cause of the peritonitis was the large mid-abdominal hernia and contamination through the bowel and peritoneum. Treatment rendered was not reported but the patient's pd catheter was removed, pd therapies were withdrawn, and the patient was switched to hemodialysis. At the time of this report, the patient was recovering from the event of peritonitis. It was not reported if the patient recovered from the large mid-abdominal hernia and contamination through bowel and peritoneum. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot numbers h12k30043 and h12h28018 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted.